Event description:
It was reported that (1) tlc55 was used during a colostomy takedown procedure. It was reported by the rep that the surgeon opened a tlc55 instrument. The surgeon went to fire the instrument and the cartridge fired approximately four staples and then locked. The cartridge was replaced and the next two cartridges fired fine to complete the case. There was no consequence to pt.